Event description:
The field service representative stated the customer received a questionable tina-quant iga gen.2 (iga) result on their p-module. It is unknown what analyzer was used for the repeat result. The patient's initial iga result was 4068 mg/dl. The doctor questioned the result and requested the test be repeated. On (B)(6) 2012, the patient's repeat result was 3106 mg/dl and it was issued as a corrected report. The patient was not treated based on the erroneous result. The iga reagent lot number was 64603501 and the expiration date was 02/28/2013. The field service representative could not determine the cause of the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Based upon information provided, the quality control results during the time period of the discrepant patient result exhibited the same behavior. It is likely it was caused by cell carry over. Additional information was not provided for further investigation. The patient was not treated based on the erroneous result and it caused no adverse events.